Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of the forceps adjustment malfunctioning was not confirmed. Additionally, during testing inspection of the returned device, it was found that the nozzle had adhesive peeling. Due to a pinhole on the connecting tube, water tightness was lost. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value. The adhesive on the a-rubber had a white-clouded area. The adhesive on the a-rubber had a chip. The adhesive on the a-rubber had a crack. The connecting tube has a scratch. The adhesive around the lg lens was peeled. The universal cord had a scratch. The switch box had a scratch. The switch button 2 (sw2) had a scratch. The objective lens had a scratch. Adhesive around the light guide (lg) lens is peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite duodenovideoscope experienced a lifting fan abnormality. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the nozzle had adhesive peeling. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress from use, external factors, or handling. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.